Event description:
It was reported by the patient of having chest pain in the left arm and reports being shocked. The patient saw the physician and the physician indicated that there was no shock recorded. The patient expressed feelings that the physician wasn¿t providing all the information regarding the device. All reasonable contacts have been followed up with and no additional information is available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488t competitor lead, implanted: (B)(6) 2002. (B)(4).